Event description:
The medical director for the co that used this equipment reported that there were quality issues with this product. His medics were using the equipment on a pt and the peep valve from the bag mask resuscitator "fell into" the oxygen airway tube which blocked the pt's breathing and possibly as a result the pt died. This incident was initially reported to the co in 8/04. At the time, the owner of the ambulance co did not say if he believed the bag mask resuscitator was defective or if he believed that the bag mask was used improperly. He said that he would contact the co on the incident after discussing with his lawyers and insurance co. No further correspondence was received until contacted by the distributor in 10/04.